Event description:
It was reported that during treatment of an aneurysm, a balloon was used during coiling. After inflating and deflating the balloon approximately 5-6 times, the balloon was not visible. When the balloon was removed, it was noted that there was blood in the balloon. The complaint report indicated that over inflation by the user may have caused a dissection of the vessel. The pt experienced an anterior and media infarct. On (B)(6), it was reported by our rep that the pt experienced two bleeds and was in poor condition. The pt weight was unable to be obtained.

Manufacturer narrative:
Sample analysis: a root cause of this incident cannot be determined as the sample was not available for analysis. The IFU indicates to keep constant visualization of the balloon under fluoroscopy. This complaint type is addressed in our risk analysis. The device history record was reviewed. No abnormal discrepancies or non-conformance were observed.